Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. Additionally, the user facility made no request for an on-site repair to be performed by a fresenius regional equipment specialist (res), and no parts were returned to the manufacturer for evaluation. Therefore, the failure mode cannot be confirmed. Although the complaint was not able to be confirmed, the following system information was provided by the user facility. The biomedical engineer replaced the power supply which resolved the issue. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit was returned to service at the user facility with no further issues being reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported that when a 2008t hemodialysis machine powers up, a transistor on the power logic board burns. A patient was not connected to the machine at the time of the incident. A visual examination was performed by the on-site biomedical technician who noted charring on the transistor of the power logic board. The power supply was replaced which resolved the issue.